Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, despite multiple attempts including re-pairing, device restart with re-entry of the sensor code, and ultimately replacement of the sensor followed by entering a new pairing code through the ilet menu; the user manually checked blood glucose at 150 mg/dl and subsequently confirmed successful pairing with the sensor in warm-up. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm pairing to the ilet. Investigation included guided troubleshooting, device reboot, code re-entry, and sensor replacement with re-initiation via the ilet menu. Investigation of this case revealed that the pairing failure resolved after standard troubleshooting and changing the cgm sensor, consistent with a transient connectivity or sensor pairing issue involving the cgm communication component. It was concluded, based on previously established findings for similar reports, that the cause was likely user-interface or connectivity-related pairing difficulty resolved by sensor replacement and proper setup.